Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Patient age, gender, or weight cannot be provided due to regional privacy regulations. The event only occurred with one patient but specific details on the patient were not provided. Referenced article: atrial fibrillation induced by inappropriate reactive antitachycardia pacing due to far field r wave oversensing: a case report. Journal of cardiology cases. 2023. Doi: 10.1016/j.jccase.2023.02.022 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Literature was reviewed regarding atrial fibrillation (af) induced by inappropriate reactive antitachycardia pacing (atp) due to far field r-wave (ffrw) oversensing. The authors described a patient who had frequent episodes of premature atrial contraction and reactive atp therapy was administered after their implantable pulse generator (ipg) implant. Three weeks after the procedure, the reactive atp was engaged. Ffrw oversensing was observed between atrial waves and premature atrial contractions which changed the cycle length and triggered inappropriate atp which induced af. Reprogramming was performed, and the lead remains in use. No additional adverse patient effects or product performance issues were reported.